Event description:
The customer reported that the user attempted to shock a pt and there was no ECG waveform shown via the pads. The pt expired.

Manufacturer narrative:
The device eval was done by the hosp engineer and a cardiac services tech. Upon opening the device, it was observed that the ribbon cable connecting the paramter pcb and control pcb was not fully seated at the parameter pcb end. By moving this loose connector, the ECG front end error code was generated and occassionally caused a configuration loss error to occur.